Manufacturer narrative:
One device was returned for analysis of complaint of incorrect label. Analysis found the rear white gtin label states item # 21-2127-0104-01. The correct item # is 21-2120-0104-01. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Complaint was confirmed during power up device information review. Replaced the rear label and white gtin label.

Event description:
It was reported that item number 21-2127-0105-01 is a manual mode (m) pump. However, the rear label that was debriefed does not match this item number. A blue rear label was recorded during debriefing, but this is incorrect. The correct rear label for this pump should be part number 10017409-001. The pump involved was 1182854 ¿ cadd-solis blue or pharmguard with manual mode. The event occurred upon power on.